Manufacturer narrative:
This report is being filed to provide updated infomation in investigation: a review of the device history record (DHR) for this unit showed no irregularitiesduring manufacturing that were relevant to this issue.investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide in root cause: review of the run data file did not indicate a definitive root cause for the reported reduced patient platelet count during the cmnc procedure. The dlog and images for this procedure were reviewed for common signals related to platelet loss such as: aggregation in the connector, excessive pump pauses, changes to the collect pump flow rate, changes to the packing factor, and use of a high collection preference (cp). There were no obvious signals observed as the operator made no changes to the default packing factor or collect pump flow rate, and there were not excessive pump pauses during the run with one exception early in the procedure. The cbc for the collected product and the patient pre-counts before the collection were not available so the actual cell counts were not able to be confirmed. The cp is the main value used to optimize the collection. For cmnc procedures, the system defaults to a cp of 50 but it can be set anywhere between 10 and 90. This should be changed during the run to meet the unique conditions of each patient and the desired outcome for the product. Typically, if the patient has high wbc and platelet counts a lower collection preference needs to be used. If the patient has low counts, a higher collection preference should be used. The operator did appropriately lower the cp starting at 20 minutes into the run and data recorded from the rbc detector (i.e. R/g ratios) indicated the concentration of cells flowing through the collect port was within the expected range for cmnc procedures. It is also possible that the patient disease state and blood physiology influenced the collected product. Further analysis of the aim images showed that the images appeared darker than expected which may result in an unoptimized collection.

Manufacturer narrative:
This report is being filed to provide in investigation: a terumo bct service technician checked out the device at the customer siteand replaced upper and lower camera strobe driver cca's and calibrated both. An autotest wasperformed along with aim and confirmed all tests passed. Machine is currently working fine butkept under observation.updated investigation: review of the run data file did not indicate a definitive root cause forthe reported reduced patient platelet count during the cmnc procedure. The dlog and images forthis procedure were reviewed for common signals related to platelet loss such as: aggregation inthe connector, excessive pump pauses, changes to the collect pump flow rate, changes to thepacking factor, and use of a high collection preference (cp). There were no obvious signalsobserved as the operator made no changes to the default packing factor or collect pump flowrate, and there were not excessive pump pauses during the run with one exception early in theprocedure. The cbc for the collected product and the patient pre-counts before the collectionwere not available so the actual cell counts were not able to be confirmed.the cp is the main value used to optimize the collection. For cmnc procedures, the systemdefaults to a cp of 50 but it can be set anywhere between 10 and 90. This should be changedduring the run to meet the unique conditions of each patient and the desired outcome for theproduct. Typically, if the patient has high wbc and platelet counts a lower collection preferenceneeds to be used. If the patient has low counts, a higher collection preference should be used.the operator did appropriately lower the cp starting at 20 minutes into the run and datarecorded from the rbc detector (i.e. R/g ratios) indicated the concentration of cells flowingthrough the collect port was within the expected range for cmnc procedures. It is also possiblethat the patient disease state and blood physiology influenced the collected product.further analysis of the aim images showed that the images appeared darker than expected whichmay result in an unoptimized collection. It is recommended to have a bct technician check theaim camera system.investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
This report is being filed provide corrected investigation: the run data file (rdf) and images for this procedure werereviewed for common signals related to platelet loss such as: aggregation in the connector,excessive pump pauses, changes to the collect pump flow rate, changes to the packingfactor, and use of a high collection preference (cp). The operator(s) made no changes to thedefault packing factor or collect pump flow rate, and there were not excessive pump pausesduring the run. At 20 minutes, the cp value was lowered to a value of 30 then at 66 minutes, itwas decreased further to 10 for the remainder of the run. This is considered a very low cp value.further analysis of the images found that the lighting for the aim system camera is set too lowand likely having an effect on the contents exiting the collect line resulting in the challengesexperienced during the run. If the upper strobe lighting used to illuminate the connector is settoo low, it will make the contents in the collect port appear darker to the aim system than theyactually are. Consequently, the system will try to lighten the collection to achieve the targeted cpbecause it "thinks" the contents are too dark. This can then result in the collection of non-targetcells in the collect bag with a lower hematocrit product as the system is targeting further up inthe buffy coat. Furthermore, the operator attempted to try to darken the collection by loweringthe cp value to dig deeper into the rbc layer as mentioned previously, but it did not have aneffect. These are all signals that the strobe lights of the aim system require calibration andalignment. The suspicion is further supported by review of the prior images from cmnc procedureson this device from july 10 and july 29th also showing very dark and also hazy images possibly notin alignment.investigation is in-process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: the run data files (rdf) were analyzed for this event. Review of the rdf and associated images for this procedure did not show a definitive root cause for the low collection efficiency reported for the procedure. There were no signals or alarms that would indicate any significant issues during the procedure or signs of clumping in the images. There were some signs of a buffy coat accumulation of cells in the connector during the run. An accumulation of buffy coat in the connector may indicate that the cells are not being removed as fast as they are entering the system. If this is the case, one possible solution is to increase the collect pump slowly to collect cells at an adequate pace. Accumulation of buffy coat in the connector will cause the procedure to lose efficiency. The cp is the main value used to optimize the collection. For cmnc procedures, the system defaults to a cp of 50 but it can be set anywhere between 10 and 90. This should be changed during the run to meet the unique conditions of each patient and the desired outcome for the product. It is recommended that the operator should target the color they want in the collect line by adjusting the collection preference then allowing the procedure to run at that collection preference until it is no longer desired. Constant adjustments to the collection preference especially over wide ranges may cause the collection to vary as successive changes do not allow the system to stabilize and target the chosen cp. Typically, if the patient has high wbc and platelet counts a lower collection preference needs to be used. If the patient has low counts, a higher collection preference may be used. It is also important to note though that as target cells are being depleted, the concentration of rbcs will increase. Therefore, the cp may need to be increased as the procedure progresses to avoid depletion of rbcs and continue to collect the targeted cell population. Investigation is in-process. A follow-up report will be provided.

Event description:
The customer reported that a patient with multiple myeloma underwent an autologous peripheral blood stem cell (pbsc) collection procedure on a spectra optia device that resulted in reduction of the patient's platelet count. The patient was given a transfusion and the customer reported their current status is discharged after the stem cell collection. Full patient ID: )(B)(6) the spectra optia idl set is not available for return because it was discarded by the customer.